Event description:
My child has used the complete moisture plus contact lens solution MFR by amo and has felt as if there is something in his eye and slight pain even after repeated washing of contact lens. My child is diabetic and we have made an appt with the dr. Frequency:1-2 x daily. Dates of use: three months in 2007.